Event description:
It was reported that the pump battery could not be charged leading to the pump shutting off. The customer's blood glucose (bg) level was 600 mg/dl. Customer addressed bg via a manual injection. The customer reverted to an alternate method of insulin therapy.